Event description:
A malfunction was reported regarding the insulin pump, displaying a malfunction code malf 9, typically associated with a momentary motor skip. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections as a backup insulin delivery method while technical support arranged to replace the pump and provided instructions for its return.